Event description:
It was reported that the device inappropriately triggered a measurement lock-up elective replacement indicator (eri) and the device battery voltage was unable to be measured. The device inappropriately switched to backup single chamber fixed rate (vvi) mode. Therefore device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.